Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During visual examination, the advancer knob was locked in a retracted position. It was loosened and advanced to reveal the handshake connector of the advancer and noted that the handshake connector of the advancer unit was bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the rotational speed became unstable. The rotalink¿ advancer was selected to treat the target lesion. During preparation, the physician connected the device and tested it outside the patient. The rotational speed was spinning at a very high speed of over 200,000rpm. The device was able to go 120,000rpm and was spinning normally. It was then noted that the device was spinning very fast at a very high speed. The advancer was reconnected to the burr and same thing happened. The procedure was completed with another of the same device using the same burr without any problem. There were no patient complications reported.

Event description:
It was reported that the rotational speed became unstable. The rotalink¿ advancer was selected to treat the target lesion. During preparation, the physician connected the device and tested it outside the patient. The rotational speed was spinning at a very high speed of over 200,000rpm. The device was able to go 120,000rpm and was spinning normally. It was then noted that the device was spinning very fast at a very high speed. The advancer was reconnected to the burr and same thing happened. The procedure was completed with another of the same device using the same burr without any problem. There were no patient complications reported.